Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle through catheter while introducing catheter. The following information was provided by the initial reporter, translated from chinese to english: today, when the nurse gave the patient cefazolin sodium q8h intravenous anti-inflammatory rehydration treatment, he re-indwelled the intravenous needle for the patient, and found that the hard needle of the closed venous indwelling needle had punctured the hose and could not provide the patient with venous indwelling needle. Venipuncture was performed, and the indwelling needle of the same brand, batch, and model was replaced again, and the patient was treated with fluid replacement in a timely manner without causing adverse consequences to the patient.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle through catheter while introducing catheter. The following information was provided by the initial reporter, translated from chinese to english: today, when the nurse gave the patient cefazolin sodium q8h intravenous anti-inflammatory rehydration treatment, he re-indwelled the intravenous needle for the patient, and found that the hard needle of the closed venous indwelling needle had punctured the hose and could not provide the patient with venous indwelling needle. Venipuncture was performed, and the indwelling needle of the same brand, batch, and model was replaced again, and the patient was treated with fluid replacement in a timely manner without causing adverse consequences to the patient.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.